Manufacturer narrative:
For patients 1 and 2: the samples were repeated as the na results were < 125 mmol/l. No questionable results were reported outside of the laboratory. On 01-apr-2026, the fse replaced the degasser. Following the service visit, discrepant results were provided for additional patient samples (patients 3 and 4). Patient 3 initial na result was 126 mmol/l. The repeat result was 138 mmol/l. The initial cl result was 114 mmol/l. The repeat result was 103 mmol/l. Patient 4 initial na result was 150 mmol/l. The repeat result was 143 mmol/l. The investigation is ongoing.

Manufacturer narrative:
The na electrode lot number was fra12. The k electrode lot number was flk05. The cl electrode lot number was fln82. The expiration dates were not provided. The customer was receiving noise alarms. The field service engineer (fse) found the vacuum tube was pinched. The fse corrected the placement of the vacuum tube. On 26-mar-2026, the fse performed preventive maintenance. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for sodium (na), potassium (k), and chloride (cl) on a cobas ise neo analytical unit. Patient 1 initial na result was 119 mmol/l. The repeat result was 138 mmol/l. The initial k result was 3.3 mmol/l. The repeat result was 4 mmol/l. The initial cl result was 120 mmol/l. The repeat result was 100 mmol/l. Patient 2 initial na result was 121 mmol/l. The repeat result was 136 mmol/l. The initial cl result was 113 mmol/l. The repeat result was 98 mmol/l.